Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The implanted device remains.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was initially reported that an edwards valve was explanted on (B)(6) 2010. Through follow-up with the health-care provider, it was learned that the device explanted on (B)(6) 2010 was a medtronic porcine valve. However, upon review of the operative report it was noted that the patient had previously had an edwards valve (implanted in 2001). The patient had surgery on her ankle in 2004 and developed endocarditis. She then underwent redo aortic valve replacement, at which the edwards valve was explanted and the medtronic valve was implanted. No other details regarding the explant of the edwards valve in 2004 are available.

Manufacturer narrative:
Per patient's audiologist, the device was explanted and the patient with a new device on an unknown date. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient was explanted on (B)(6) 2010; during the same surgery the patient was reimplanted with another device. (B)(4).